Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's motor was defective. The customer stated the motor does not reach the reservoir. It was found the customer was able to perform the fill procedure during troubleshooting. It was also found the insulin pump passed a self test during troubleshooting. Customer's blood glucose was 13 mmol/l. The insulin pump will not be returned for analysis.